Manufacturer narrative:
The system was examined and the reported event was replicated. The interface breakout printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 13, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the interface breakout pcb. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that an error message displayed on the console during the surgery. The customer completed the surgery without doing the laser portion of the procedure. Patient impact is unknown. Additional information has been requested.